Event description:
Caller indicated that pediatric patient previously had bsx (boston scientific) subq device that was explanted due to material allergy that occurred months ago. No patient information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5147501.